Event description:
It was reported that, during a shoulder cuff repair surgery, the screw of the twinfix ultra broke while being implanted. The broken pieces were retrieved from the patient with tweezers. Surgery was completed after a non-significant delay, using a back-up device in the originally drilled bone hole, no void was left. No further complications were reported. Patient's status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).